Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to hospital with fast ventricular rate and several hv shocks, atrial fibrillation with fast ventricular response was observed. Device delivered several inappropriate antitachycardia pacing therapies and inappropriate hv shocks. An alert for low hv lead impedance was noted. Device diagnosed ocd and aborted several shocks. Review of egms revealed that the device was charging for therapies and after few seconds, charging was aborted and therapy was given. Lead damage was suspected. Lead was capped and replaced on (B)(6) 2016. Patient's condition was stable.